Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 40 minutes into treatment, a patient experienced chest distress and dyspnea. The treatment was stopped immediately and the patient was given oxygen, dexamethasone 10 mg intravenous injection. It was reported that 10 minutes later, the patient's symptoms lessened and the revaclear 400 was replaced with another dialyzer to continue treatment. No additional information is available.